Event description:
Boston scientific received information that this right ventricular lead was successfully implanted. Increased impedance and threshold measurements were obtained despite attempts to reposition. A decision was made to replace this lead. This lead was removed and replaced. No return of product is intended. Post replacement acceptable measurements were obtained.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.